Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 814:04 on channel c; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 on channel c was confirmed by service. This condition was caused by a defective pump head module (phm). The phm was replaced to fix the reported problem. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional details become available.